Event description:
It was reported that the 30gauge x1/2in bd needle would not stay on the bd 1ml slip tip tuberculin syringe. It was reported that the upon trying to remove the cap, the whole needle came off the slip tip. It was reported that the friction for the hub of the needle to the syringe was lacking. FDA safety report ID# (B)(4).